Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage at the luer connector with the blue winged cap closed. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from november 19, 2020 - november 20, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye showed no signs of physical abnormality from the luer connector that could have caused the leak. A functional leak test was performed by filling the unit with green colored water. The device was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.